Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet, and the sensor had been previously connected to another device; the user was guided to unpair the g7 from the other device and re-enter the pairing code, with instructions to monitor for successful connection. Symptoms included intermittent cgm signal loss. Outcomes included temporary interruption of cgm data to the ilet. Investigation included troubleshooting and user education. Investigation of this case revealed pairing failure due to the g7 being connected to another device, consistent with a communication and connectivity issue between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user device configuration leading to pairing conflict.